Event description:
Covidien received info stating that while in use of a pt a 980 ventilator generated a graphic user interface (gui) loss of communication error message and the display went blank. The pt was removed from the ventilator and placed on an alternate ventilator. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and gui cable. The cse performed extended self-testing on the device and all tests passed.